Manufacturer narrative:
An external insulation abrasion breaching the outer insulation was noted at 14.0 cm to 14.4 cm from the connector pin consistent with lead friction to device can.

Event description:
This report is to advise of an event observed during analysis.